Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states their blood glucose level was 460 mg/dl. Customer states they had third sensor and it was not working and not connecting. Customer states transmitter was programmed into insulin pump. Customer states there was no damage to the connection bridge or pins. Customer states the transmitter led blinked on and off. Customer declined troubleshooting for high blood glucose. Customer states they performed water tight test and it passed. The devices will not be returned for analysis.